Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a pseudoaneurysm resulting from a 6/7f mynxgrip vascular closure device (vcd) deployment occurred. Hemostasis was initially achieved with manual compression and maintained with femostop during transport. The pseudoaneurysm was treated by injection at the hospital. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The user was trained on the device, and the device was stored, used, and prepped according to the instructions for use. The femoral artery¿s suitability was verified on angiography and ultrasound, including the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was little vessel tortuosity and little calcium present in the vicinity of the puncture site. Anticoagulants were used, specifically 7000 units of heparin. The patient¿s platelet count was 185. Multiple sheath exchanges were performed, but there were no multiple stick attempts before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (high stick) or below the bifurcation (low stick). The procedure used a retrograde approach. Two non-cordis sheaths were used, and a 6f sheath was used for closure. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: f2509703 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular pseudoaneurysm¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined, especially since patient related events cannot be duplicated in the lab. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It is possible that vessel characteristics, such as the tortuosity and calcium reported, as well as the multiple sheath exchanges reported led to the reported event. A pseudoaneurysm/bleeding event is a common procedural complication and is listed in the product¿s instructions for uses (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn't heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a pseudoaneurysm resulting from a 6/7f mynxgrip vascular closure device (vcd) deployment occurred. Hemostasis was initially achieved with manual compression and maintained with femostop during transport. The pseudoaneurysm was treated by injection at the hospital. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The user was trained on the device, and the device was stored, used, and prepped according to the instructions for use. The femoral artery¿s suitability was verified on angiography and ultrasound, including the insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was little vessel tortuosity and little calcium present in the vicinity of the puncture site. Anticoagulants were used, specifically 7000 units of heparin. The patient¿s platelet count was 185. Multiple sheath exchanges were performed, but there were no multiple stick attempts before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (high stick) or below the bifurcation (low stick). The procedure used a retrograde approach. Two non-cordis sheaths were used, and a 6f sheath was used for closure. The device will not be returned for analysis.